Event description:
It was reported that during a surgical procedure a tip broke off the device. No impact to a patient or significant procedural delays were associated with the event.

Event description:
It was reported that during a surgical procedure a tip broke off the device. No impact to a patient or significant procedural delays were associated with the event.